Manufacturer narrative:
Two of the customer's remaining test strips were provided for investigation where they were tested using a retention meter and retention controls. In addition, one retention test strip was tested. Testing results (control range = 2.7 - 3.3 inr): customer strip 1 = 3.0 inr, customer strip 2 = 3.0 inr, retention strip = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4). The occupation is lay user/patient.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.6 inr. Within one hour of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.6 inr. The patient's therapeutic range is 2.5 - 3.5 inr.